Event description:
Info was received that reported a pt was hospitalized on (B)(6)2010, due incidence of hyperglycemia. Per the pt, he was having issues with high blood glucose. He was brought to the hospital when his blood glucose measured as "high" on his meter. He was admitted with a blood glucose of >600 mg/dl and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.